Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unstable arm positioner and the clip unable to close. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and while positioning the clip there was a loud crack sound. The arm positioner was loose, as if it was in the neutral position all the time. In addition, when the arm positioner was turned in the closed direction, there was a hard stop and it wasn¿t possible to turn the arm positioner any further. The physician removed the cds from the patient and checked the clip outside the body. After opening the clip arms, it wasn¿t possible to close the clip with the arm positioner anymore. The device was exchanged, and the procedure was complete with one mitraclip implanted reducing the final mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to close the clip and mechanical jam of the arm positioner were confirmed via returned device analysis. The reported noise and unstable arm position were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to close the clip, arm positioner jam (hard stop), loose arm positioner and noise appear to be related to the identified broken collet. However, a cause for the identified broken collet cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.